Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The target lesion was located in the ostial of the left anterior descending (lad) artery and the proximal portion of the 1st diagonal branch. The lesion was 22mm long in the lad, and 16mm in the diagonal branch which also tapered at the distal end. The vessels were mildly tortuous with no calcification and were not diffuse. The lesion was pre-dilated to 8 atm's with a maverick 2 balloon. A 3.0x20mm promus element stent was advanced to the lesion and positioned carefully at the proximal diagonal branch. However, after the stent delivery balloon was inflated the physician realized that a small part of the stent had slipped into the lad. The stent was then post dilated with a nc quantum apex balloon inflated up to 20 atm's. No further patient complications were reported and the patient status is good, the patient was stable and the vessel looked fine. This product is only (B)(4) approved but it is similar to a marketed us device.